Manufacturer narrative:
Photos received for investigation. Through visual inspection, a leak was observed inside the protection chamber, through the protective filter. Physical samples is required to further analyze and identify the root cause. A device history review was performed for reported lot 2302109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of lot 2302109 were used for additional evaluation. Product was visually inspected and no issues were identified. Functional testing was performed, connecting the protector samples to a vial, injector, and syringe per the instructions for use provided with the product. In all cases the expansion chamber expanded properly, liquid was able to be drawn from the vial, and the product functioned as intended with no leakage into the expansion chamber. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device. These tests include visual inspections along with leakage testing and flow rate, all records were reviewed for the reported lot and results were found to be acceptable. Based on our investigation we are not able to identify a root cause related to our manufacturing process at this time. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. The dose of air introduced into the vial should be equivalent to the dose of drug aspirated.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Three of our p-50 protectors leak into the expansion chambers whilst drawing out chemotherapy. ¿ the issue occurred during the initial use of one of the vials, and after multiple uses on two others. ¿ we used the assembly fixture to place the protector ¿ we have aspirated the amount of air equal to the volume needed in the syringe prior to attaching the injector to the syringe. No patient harm